Manufacturer narrative:
The reported event of shorted output stage detection (sosd) alert and inadequate high voltage output was not confirmed. The device was received with normal output and telemetry communication. Device image and session records analysis indicated a potential high voltage lead integrity problem that may interfere with shock therapy, consistent with the issue reported from the field. Electrical and mechanical tests performed including high-voltage shock and pacing output did not identify any functional issues. A longevity assessment indicated the device was operating at above elective replacement voltage level, with appropriate remaining longevity.

Event description:
It was reported that a shorted output stage detection (sosd) alert was observed on the device. Upon investigation, the device delivered multiple zero joule shocks during an episode of ventricular fibrillation (vf). The device was then able to deliver a 40 joule shock that successfully terminated the vf. Condenser reforming was performed, but ultimately, the device was explanted and replaced to resolve the event. The patient was in stable condition.